Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 600 mg/dl. The customer was unsure how their bg was treated during hospital stay. Technical support completed a pump system check and found no issues with the device, indicating it was functioning as intended. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.